Event description:
It was reported that before an unknown procedure, after firing clips could not be molded. It is not known how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was received in good visual condition and with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, "firing clip could not be molded." Does this mean that the clip did not form correctly? What was the shape of the clip?